Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve is leaking. As stated on the repair statement additional malfunction on this device: control panel broken and power switch has no alarm.